Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Update: (B)(6) 2015: contact states that the unstable rear wheel was caused by the center axle coming out. Contact states that on of the rear wheels are unstable, he isn't sure which one.